Event description:
Tidal volume issue a trilogy 100 device was sent to a service center for preventive maintenance. There was no harm or injury reported. During the preventive maintenance the tidal volume was measured and determined to be outside of acceptable range. The device sensor board was replaced to address the issue. The device passed all testing after the repair.